Event description:
It was reported that upon dissection and laminectomy for paddle placement, the physician was unable to obtain access after multiple attempts due to finding a large lump or mass. The case was aborted as the physician was concerned for the patients safety and inability to visualize the extent of the mass. The patient was doing well postoperatively. Additional information was received that imaging showed obstruction to be a localized bone spur.

Manufacturer narrative:
Block a2: patients exact age is unknown; however, it was reported that the patient was over the age of 18.

Event description:
It was reported that upon dissection and laminectomy for paddle placement, the physician was unable to obtain access after multiple attempts due to finding a large lump or mass. The case was aborted as the physician was concerned for the patients safety and inability to visualize the extent of the mass. The patient was doing well postoperatively.